Event description:
It was reported to philips that there was a delay in therapy during clinical use due to a test load being connected. No adverse patient impact was reported.

Manufacturer narrative:
It was reported to philips that there was a delay in therapy during clinical use, due to a test load being connected. No adverse patient impact was reported. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.